Event description:
It was reported that surgeon removed cup , liner, ball and stem due to instability. Surgeon implanted a biomet hip system. Hospital will retain implants.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.